Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis of the catheter, model#8709sc, sn (B)(4), found coring in the cup of the sutureless connector; leaking was seen from the cup of the sutureless connector. Slice cuts were also seen 6mm from the bottom of the strain relief sleeve. The interrogation report from analysis listed the drug as fentanyl (25,000.0mcg/ml, 20,000.0mcg/day) and bupivacaine (600.0mcg/ml, 479.99mcg/day).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen, morphine, bupivacaine, and clonidine via an implanted pump. The concentrations and doses were not provided. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported the patient passed away on (B)(6) 2015. It was unknown if the death was related to the device or therapy. The cause of death was not reported. The patient was in the hospital for a very severe cough, was admitted, and then after he was admitted passed a couple days later. It had been at least a few months that he had the cough, but the exact month was unknown. An autopsy had already been performed. The device was to be returned to the manufacturer. Additional information has been requested, but was not available as of the date of this report. (B)(6) 2015 rp (rep) (B)(6) 2015- additional information was received via a company representative. The patient passed away and the family and physician requested analysis of the pump. There was patient injury and reason for the device removal was death. They were not sure if the death was related to the device and it was unknown if there was a loss of therapy. A dye and rotor study were performed and the results were "ok". (B)(6) 2015 e1a (rep): document contained no new information.